Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The air gas module was contaminated with water from a defective drainage valve related to a compressor mini that was connected to the reported ventilator during the date of event. Replacing the air gas module resolved the issue. The provided logs confirm the flow transducer issue. The replaced gas module has been returned to manufacturer. A visual inspection confirmed the reported issue as there were excessive amount of vaporized liquid inside the filter chamber. No further inspection needed as liquid substances can lead to short-circuit inside the components of the gas module and will lead to a ventilator malfunction. The source of the liquid is from an external compressor which was connected to the ventilator. That compressor will be handled in another complaint. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. Moreover, the ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).